Event description:
It was reported that the device shows error 41786. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The root cause is due to defective main board. The main board was replaced.